Event description:
Perfect rcvd error message on cadd legacy pump for veletri infusion, "no disposable, clamp tubing." Cassette was not empty, she immediately made a new mix with her other pump and had reported no adverse effects as a result. Replacing pump to ensure it is not malfunctioning. No further information is known. Dose or amount: veletri 8nkm. Frequency: continuously. Route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.